Event description:
It was reported that the device showed premature battery depletion and subsequent short margin from eri to eol. The device was explanted and replaced. The patients condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.